Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The spouse of the patient reported that they did not know what was wrong with the device and that they had not done anything with it. They did not know if they should turn the device off or if it was on. The patient had forgotten how to use the device. The patient was no longer seeing the physician that they saw when the device was first implanted and they noted that they could not find another physician that would look at the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient found the ins to be ¿useless anyways¿ and that it had never worked for the patient.